Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. A field service engineer (fse) is scheduald to go to the facility to evaluate the device. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer reported to baxter (B)(6) that the heparin syringe driver did not infuse heparin as programmed hence, the circuit clotted off. The itu staff started another treatment with the same machine and again the syringe driver did not infuse heparin as programmed and the filter clotted off again. A patient was connected to the device, but no patient harm was reported. No patient details have been made available to baxter.